Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure - left hemiarthroplasty. The trial heads detached from the neck segment. The dr. Damaged the trials and instruments while trying to remove trial heads from patient. The heads are gauged, plastic ring is buckled, forceps tip is bent. They feel that the heads are worn. No adverse event to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the affected product (corail neck segment) was not possible because the product was not returned. Based on the investigation performed, no product problem was identified. The root cause of the incident could not be identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.